Event description:
It was reported by the aci vascular closure specialist that a female patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the left common femoral artery via a 6f sheath (unknown model). Peri-procedure, the patient was anticoagulated with 4,000 units of heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the rn who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device held pressure during prep and the inflation indicator did pop up. The device was inserted into the patient and the balloon lost pressure during pullback between first and second stop. The device was removed and the patient was converted to approximately 20 minutes of manual compression in conjunction with a quick clot patch. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1229706) indicated that the device lot met all established performance criteria prior to shipment.